Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with one unit of a polyflux 170h dialyzer, an external dialysate leak was observed from the dialysate port connection (venous side). There was no patient injury, or medical intervention associated with this event. No additional information is available.